Manufacturer narrative:
The reported event was addressed with phone support. Field service engineer spoke to robotics coordinator and stated the site was able to install numerous sterile adapters and instruments on arm four of the system and did not have any issue at all. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator 4 was giving troubles and had to install the instrument aggressively to get the instrument to register. The instrument then became disengaged during the case and the customer opted to stop using the arm for the rest of the case. System logs show multiple instances of 282 faults on usm4. The procedure was completed with no reported injury.